Manufacturer narrative:
E1 - name and address: (B)(6). Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was repositioned. This did not resolve the problem. The lens was exchanged for a longer length lens. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a vial in liquid with residue/debris on the lens. Visual inspection found the lens hatic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
G4 - premarket identification: PMA/510(k): p030016 combination product corrected to no in supplemental 2. H2 - if follow-up, what type? Additional information missing from supplemental 2. Claim # (B)(4).